Event description:
During decortication of the sacroiliac joint, the tip of the cutting element broke off inside the joint. The surgeon tried to remove the piece, but it was too small to grasp. The surgeon determined it would not have an adverse effect or pose any patient harm since it was seated in the middle of the joint, fixated with bone graft. No patient-related adverse effects were reported.